Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a pt, the device powered on without display. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.